Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an infection was reported. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient he went for a bike ride on (B)(6) 2021 and experienced discomfort during use in which after the ride, he had a hard time walking. His leg started swelling so he took the sensor off. On (B)(6) 2021 he felt it was worse; it felt hot at the insertion site and he started feeling sick. He called his doctor on (B)(6) 2021 and was told to go to emergency room (ER). He was prescribed a medication for an infection at the insertion site but did not know what the medication was. At the time of the report he was recovering but still having trouble walking. No additional patient or event information is available.